Manufacturer narrative:
This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result for one patient. The following data was provided: (B)(6) 2020 sid (B)(6). Initial result = 94.85 u/ml, repeats = 16.73 u/ml, 17.15 u/ml, and 16.38 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 10033m800. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to be adequate. Device history record review was performed on lot 10033m800, which did not show any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 10033m800 was evaluated using field data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 10033m800 is inside the established control limits, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr for reagent lot 10033m800 was identified.